Event description:
Approximately 1 1/2 hours into hemodialysis treatment the main venous tubing separated from the bottom of the venous chamber. No leak was noticed prior to separation. No pt injury or need for medical intervention is reported. MDR is filed for estimated blood loss of 350cc.